Manufacturer narrative:
(B)(4). On (B)(6) 2018 customer returned pump for an alleged low battery alert, battery lasts less than expected (charging battery anomaly).pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test, self test and passed off no power test. No low battery alarm during testing. Pump history download using thds was successful. However, there is no data available on (05-dec-2018), unable to perform data analysis for low battery alarm anomalies complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. Unit passed all required test. No charge/battery anomalies noted. No unexpected low battery alarm anomalies noted. Low battery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a low battery after setting the time and self-test. The customer also reported the battery was new. It was unknown that troubleshooting was performed. No further details have been performed. No harm requiring medical intervention was reported. The device was returned for analysis.